Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# j0546338v, implanted: (B)(6) 2006, product type: lead. Other relevant device(s) are: product ID: 3998, serial/lot #: (B)(4), ubd: 02-aug-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain. The patient reported that one of their leads isn¿t working. They stated that when their implantable neurostimulator (ins) was implanted, a manufacturing representative (rep) told them that one of their leads was broken or ¿didn¿t work or whatever.¿ the patient noted that this was discovered immediately after implant, when the ins was turned on. No further complications or patient symptoms were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# j0546338v, implanted: (B)(6) 2006, product type lead, product ID 3586, serial# (B)(4), implanted: (B)(6) 1997, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they were told their leads can't be removed because the leads are really old, and it would be too dangerous to remove them. The patient added that their leads were implanted in 1997. They stated that one doctor told them that they could implant a new lead beside the one that is not working. Another doctor told them they have to ¿make do¿ with the leads they already have implanted. The patient stated that their battery has been dead for 2 years. No further complications were reported or anticipated.